Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message and failed the watchdog timer selftest. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was attributed to fluid ingress. Our evaluation found internal fluid damage to the main board. The main board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.